Event description:
A report was received that the pt's stimulation has changed and it overstimulating the pt. An x ray was taken and showed the leads being migrated out of the epidural space and curled back. The physician replaced the leads during the lead revision and also the ipg because it wasn't responding. The pt is reportedly doing well following the revision.